Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed while troubleshooting with tandem technical support; however, the issue persisted. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer administered a manual injection to address bg level. The customer reverted to an alternate method in insulin therapy.